Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit failed the initial power connect test. At the initial power connect test the unit's delta warning lights located on the front panel came on and stayed on. This failure is indicative of a defective power supply pcb. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power supply pcb was defective. All units being returned for service will have power supply pcbs replaced. This unit was manufactured 17 nov 2007 and will be replaced.

Event description:
The event is reported as:the unit shuts off during use.no harm or injury to patient reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 02/16/2015. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit shuts off during use. No harm or injury to patient reported.